Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed lesion was located in the averagely tortuous and calcified left popliteal artery. The 4.0 x 40/135 f/g sterling otw balloon was inflated to 10atm for 30 seconds without complication. On the second inflation, the balloon ruptured at 5 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.